Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead underwent an atrial flutter ablation. Subsequent rv pacing impedance measurements were greater than 2500 ohms. The out of range measurement was obtained during the patient¿s ablation; therefore, could have been due to electromagnetic interference (emi). The device was checked which showed normal measurements and function. No adverse patient effects were reported. The lead remains in service.